Event description:
Contour blood glucose test strips(I) and contour next blood glucose test strips(ii) were tested to compare the result at same time. The test samples were contour test solution (7109b, 06707431; lot 8bw2006)(iii) and my blood; (I) and (ii) indicated 126 and error for the contour test solution (iii) separately. And (I) and (ii) 145 and 185 for my blood. Do you think these results can be acceptable? Please let me know which one is more reliable. FDA safety report ID# (B)(4).